Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "when in use shows low battery. Was left for 24hrs in observation and continued with low battery" during therapy (medication, volume and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information from the customer reported that the event had occurred in the pediatric care area. Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿when in use shows low battery. Was left for 24hrs in observation and continued with low battery" which was reproduced by evaluation observing a "battery low" alert when the device was tested using the customer supplied ac power supply. The reported symptom was verified through a review of the event history log by the presence of "battery low", "battery very low", and "battery depleted" on the final days of customer use. The reported symptom was found to be caused by the ac power adaptor which failed to supply a voltage preventing the device from charging a battery module. The ac power adaptor was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.